Event description:
Boston scientific received information that during a follow up visit, atrial loss of capture was observed. The patient had an underlying sinus rhythm with 8% atrial pacing and 11% ventricular pacing. An atrial threshold test confirmed no capture at maximum output in aai and ddd configurations. The sensitivity setting was reprogrammed from 0.25mv to 0.15mv to further mitigate against potential atrial undersensing. In addition, the atrial impedance had increased to 1050 ohms, up from 500 ohms stored as last recorded measurement at the previous follow up. The device was sensing the sinus rhythm appropriately, therefore, the device was left in the existing ddd configuration. The atrial lead was to be monitored closely. No adverse patient effects reported.

Manufacturer narrative:
The atrial lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.